Event description:
Information received indicates, the bed had no functions due to corrosion on the 22-position connector.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.